Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during sterile processing, a fragment was found lodged in the crotch of the large clip applier instrument¿s jaw during cleaning. The customer stated that there were no device issues or adverse patient complications associated with the procedure and confirmed that the hemoclip had not broken inside the patient. The customer confirmed that the procedure was completed as planned, with no delays. The origin of the fragment is unknown, and the cause of the breakage has not been determined.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large (hem-o-lok) clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. The housing was removed and there were no issues found. There was no damage found at the proximal or distal end. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.